Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the transmitter had no power. When the prongs were removed from the power adapter, there appeared to be burn mark on the contacts. Troubleshooting was performed, but there was still no power. A new transmitter was ordered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.